Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. Water leaked from the hemostasis valve and the handle during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The handle was opened, and the pull wire windows were noted to be torn, consistent with the leak from the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage, torn seals, and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation ablation procedure an air leak occurred. The sheath set was removed and replaced to continue the procedure. There were no adverse patient consequences..